Manufacturer narrative:
The hvad is used for treatment not diagnosis. Two (2) controllers were returned stating that there was damage to the data ports in addition to not being able to download the data due to the damage. There was no reported patient injury related to this event. The controllers were returned to the manufacturer for evaluation, where device malfunction was confirmed. Upon visual inspection, both controllers serial port were damaged. The root cause for the reported 'poor mechanical connection' event may be attributed to improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. . This is one of two reports (3007042319-2015-02463 and 3007042319-2015-02464) submitted for devices related to the same event.

Event description:
It was reported from the united states that the controller data port was broken at the connection. The site stated the controller was functional at both power ports and driveline connection, but controller data could not be downloaded. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The patient was further educated on proper treatment of the connectors. The device was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.